Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was on a cruise ship and was patted down for security. The patient stated that he walked passed the security gate, maybe 2 feet from it, and felt a charge in his rear end. It was mentioned that it felt like the device was being turned up but after that he walked 6 feet from the security device and did not feel anything. The patient also stated seeing the low patient programmer message but was able to bypass and use the patient programmer. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that patient got a jolt when they walked past the metal detector on the cruise and that they were 8 inches from the side of the metal detector when they felt like the stimulation increased. Patient mentioned they recently had a bad cold and took an antihistamine, which changed their body and caused their prostate to enlarge. Patient saw the upper limit message when they tried to adjust stimulation, but believed they were getting a 50% or greater reduction in their symptoms. No further complications were reported.